Event description:
It was reported that a systemic infection occurred. The organism was identified as actinomyces odontolyticus. A venous port was suspected as the source of the pocket infection but this was not confirmed. The implantable pulse generator (ipg) system was explanted and subsequently replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).